Event description:
A wound ostomy continence nurse reported the following complaint: end user used three or four out of ten wafers. Developed a rash to skin under tape collar two weeks ago. Changes every three to four days. Has used two or three months.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Rptr states end user uses (B)(4) competitive prep. Recommended end user discontinue use of current products and trial (B)(4) no sting prep. No add'l pt/event details have been provided to date. A returned sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Note: the actual date of event is unk, so the date used was the date convatec became aware.